Manufacturer narrative:
(B)(4). No contact information was provided for further follow up with the authors. The events of slightly paler region, compromised vascular supply, ischemia, gradual paling, vascular occlusion, necrosis atrophic/hypertrophic scars and emboli migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of ischemia, necrosis, scaring, skin discoloration, impaired vascular system (circulation): 4. Warnings ¿ the product must not be injected into blood vessels. Introduction of juvéderm voluma® xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #14). 6. Adverse events c. Other safety data postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. 8. Instructions for use b. Health care professional instructions 14. If immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection.

Event description:
In the article: ¿delayed paleness after hyaluronic acid filler injection.¿ dermatologic surgery, 2017, p. 1., a patient was injected with 0.7ml of unspecified juvéderm voluma over the nose bridge using a 27g needle by the author's colleague. There was no severe pain or blanching during the injection and no persistent aching or reticular erythema after the injection. Patient did not exhibit any apparent signs of vascular occlusion. However a closer review of the patient's photo taken 30 minutes after injection revealed a "slightly paler region over the upper part of the nasal dorsum can be seen, indicating compromised vascular supply causing nasal ischemia. The patient had exhibited a "gradual paling of the affected area with no pain" during injection which was part of the reason why the signs were not recognized in a timely manner after injection. Per clinic procedure, the patient was to be contacted daily via telephone but was unable to make contact with the patient. Four days after the injection, the patient returned to the clinic with signs of vascular occlusion with impending necrosis. Patient was prescribed with antibiotics and underwent hyperbaric oxygen treatment over the next 4 days. Five weeks after the injection, the patient also developed atrophic and hypertrophic scars over the nose after healing of "local" necrosis. Five months after the injection, the patient's scars showed "satisfactory improvement" after a dye laser treatment and 3 fractional carbon dioxide laser treatments. The initial area of paling on the nose bridge did not match the areas of ischemia later or areas of severe necrosis on the patient's nose tip. The reason being that it may have been due to "emboli migration through the local vascular network, resulting in blockage beyond the initial area of vascular occlusion."